Event description:
It was reported that low sensing and loss of capture were observed via review of merlin transmissions. The patient was brought into clinic and a chest x-ray was performed confirming lead dislodgement. The lead was subsequently explanted and replaced. The patient condition was good.

Manufacturer narrative:
Analysis was normal. No anomalies were found. The reported events of poor sensing and no capture were not confirmed. The reported event of helix issue was confirmed and it is due to blood and tissue in the helix.